Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners during visual inspection. The pump was unable to prime during prime alarm test due to faulty force sensor system. The pump passed displacement test and basic occlusion test. No motor error alarms were noted. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with a manual injection. The customer stated that the motor error alarm occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that her husband had a CT scan 2 weeks ago; however she was not in the room. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.